Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was physically damaged was confirmed during product evaluation. The root cause of the reported problem was determined to be cracked rear housing. Appropriate action was taken to correct the reported problem by replacing the rear housing. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump which was physically damaged. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.